Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 150 mg/dl and 71 mg/dl. The customer had unspecified hypoglycemic symptoms at the time of these results. Customer self treated with sugar water and orangejuice and began to feel better. No adverse event reported. The manufacturer requested return of suspect product for evaluation.